Event description:
It was reported that during an indirect decompression spacer implant procedure, the spacer spindle cap broke. There were no patient complications due to the event. A new spacer was successfully implanted and the patient was doing well postoperatively.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the spacer spindle cap broke. There were no patient complications due to the event. A new spacer was successfully implanted and the patient was doing well postoperatively

Manufacturer narrative:
Analysis of the returned spacer revealed that the complaint was confirmed upon visual examination. The spindle cap was completely sheared off from the implant body and actuator shaft and spindle found to be outside of the main body. The damage to the implant was sufficient to prevent functional testing and indicates condition was likely due to deployment against resistance and/or manipulation of the position of the device by gear shifting of the inserter, therefore, unintended use error caused or contributed to event.